Manufacturer narrative:
A return was issued and the product was evaluated upon receipt. Complaint was confirmed for the head spring section of having a broken weld at the cam knuckle. The underlying cause could not be identified.

Event description:
The weld holding the motor to the head spring broke.